Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a flow meter failure. The device was evaluated upon receipt. It was confirmed that there was an issue with the flow rate. Flow meter was replaced. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be back in service. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that flow rate test did not pass in an arctic sun device during preventive maintenance.